Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2023 and suture was used. During the procedure, on the opening the foil suture thread was detached from needle at swage point. . During visual inspection of the returned sample, it was observed that the winding former contained a suture. However, the suture cannot be dispensed due to it has begun with the degradation process; this causes the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle and one winding former outside their packaging that pertain to product code vp2421. During visual inspection of the returned sample, it was observed that the winding former contained a suture. However, the suture cannot be dispensed due to it has begun with the degradation process; this causes the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep).